Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon could not get the clip to stay on the structure. Two or three clips were fired that just hanged on by the tip of the clip. The clips appeared to be formed properly. The surgeon took the instrument out and fired it over a 4x4 three times and felt that he was getting proper clip formation. The surgeon then put the device back in the patient, advanced the clip, put it over the structure and was able to get the clip on. The surgeon came back to the cystic duct after the case was over and found the duct was totally broken off next to the common bile duct. The surgeon was not sure what happened. The surgeon used an endo loop on the end of the structure to seal it. The patient is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, the surgeon felt the clips were not loading into the jaws properly the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.